Event description:
It was reported there was noise in the ECG (electrocardiogram) channels. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. There was noise in the ECG (electrocardiogram) channels; a printed circuit board found out of electrical specification. System fan is noisy.